Event description:
It was reported that a spectrum pump had a damaged keypad in the obstetrical care unit. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. A malfunctioning keypad was observed during evaluation while attempting to navigate through care area/drug selection and attempting to input desired parameters. When any key (other than the on/off, and ok key) is pressed, an automatic output of the #7 key will occur. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.